Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were requiring multiple presses to respond and the buttons were intermittently scrolling. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently unresponsive. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the pump paint was found to be fading.